Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as a touch contamination. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (1 gm, for 21 days) for the event. Dianeal therapy was ongoing. The patient was recovered from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.